Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross steerable sheath was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned that the tip of the dilator was noted damaged. Rf wire was used as a substitute of guidewire, to insert the versacross steerable sheath from the right groin. When attempt was made to insert it from the end of the wire into the dilator's tip, it was difficult to insert. No damage was noted on the package or to the dilator prior to removal from the package. The damage was noted during insertion. The device was fully intact and the dilator was not manually shaped. Thus the dilator was replaced from the another same model kit and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was successfully decontaminated as flushing was possible. Visual inspection showed a deformation on the distal tip of the dilator. Device compatibility failed as it was not possible to backload a testing rf wire through the dilator tip because the deformed tip was too closed to allow the rf wire outer diameter to go through. No other damage was observed on the device. The allegation was confirmed based on the product returned analysis.

Event description:
It was reported that versacross steerable sheath was selected for percutaneous catheter myocardial ablation. During the procedure, it was mentioned that the tip of the dilator was noted damaged. Rf wire was used as a substitute of guidewire, to insert the versacross steerable sheath from the right groin. When attempt was made to insert it from the end of the wire into the dilator's tip, it was difficult to insert. No damage was noted on the package or to the dilator prior to removal from the package. The damage was noted during insertion. The device was fully intact and the dilator was not manually shaped. Thus the dilator was replaced from the another same model kit and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.